Event description:
Per the surgeon's report, the patient was explanted in 2007 due to an adverse flap tissue reaction. The patient's reimplantation is pending.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.